Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Analysis concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device was explanted and returned for laboratory analysis. There was an allegation that the battery depleted prematurely. No additional adverse patient effects were reported.